Event description:
Description of event according to initial reporter: phycisian placed the jugular filter and after releasing it noticed that the filter did not open up. They were able to retrieve the intact celect filter without any trouble. After they retrieved the celect filter they borrowed a filter made by a another manufacturer from ir. They placed the filter with jugular access and it also did not open up. They were unable to retrieve it despite multiple attempts so they left it in place. They believe that there was something unusual with the patient¿s anatomy that they were unable to visualize with fluoro. Patient outcome: as far as they know the patient is doing fine.

Manufacturer narrative:
Manufacturer ref# (B)(4). 510(k): k211875. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the physician placed the jugular filter and after releasing it noticed that the filter did not open up. The filter was retrieved, and a competitor filter was used but it didn¿t open op either. The physician believes that there was something unusual with the patient¿s anatomy that they were unable to visualize with fluoroscopic. As far as they know the patient is doing fine. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion there are adequate controls in place to ensure that this type of device is manufactured to specifications. Despite multiple attempts to obtain the device it was not received; no images were provided either. With the limited information provided the inability of the filter to open could be a result of patient anatomy but this is purely speculations. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.